Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call of having high blood glucose after changing infusion set due to no insulin delivery. Customer's blood glucose was 600 mg/dl, and treated with manual injection. Customer did not contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump and it was found that cannula was bent. Insulin pump passed high pressure test. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Installed a water filled test reservoir, primed the insulin pump, programmed with multiple boluses, observed liquid exit the tubing during the bolus deliveries; all boluses delivered properly and were listed in the daily history screen. The insulin pump did prime properly and no unexpected insulin flow blocked alarms or delivery anomalies noted. The pump was then programmed with a test guardian link sensor and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and display calibrate now properly after completion of the warm up. Calibrated the sensor with several values and the insulin pump displayed the programmed values properly on the display graph. No calibration errors noted. The insulin pump was received with scratched case and pillowing keypad overlay.